Manufacturer narrative:
An event of an early post-operative bioprosthetic aortic valve thrombosis with acute onset that resulted in critical aortic stenosis with myocardial ischemia and angina progressing to cardiogenic shock, atrial fibrillation with rapid ventricular response, electro-mechanical dissociation, cardiac arrest and a fatality was reported. A photograph of the explanted valve showing the presence of fresh thrombus covering all three leaflets on the outflow surface was provided to abbott. In addition, the explanted valve was returned to abbott for investigation which upon examination demonstrated that all three stent posts were normal in appearance and the cusps were found to be flexible. The valve was examined by a cross-functional team at abbott and was noted to have thrombus. One cusp was observed to have a slight tear near the commissure which is thought to be related to damage caused at explant or during removal of residual thrombus. Hydrodynamic performance testing of the returned valve demonstrated normal leaflet function and hemodynamic performance. A review of the device history record demonstrated that each manufacturing and inspection operation was performed, and that the product met all specifications at the time of manufacturing. Histopathologic examination demonstrated that all three cusps had normal thickness with no inflammation. Microscopic evaluation showed a thin layer of fibrin on the inflow surface of cusp 1. The sewing cuff was noted to have a tan-white fibrous tissue with coalesced, calcified nodules in the tissue which according to the pathologist is probable pannus ingrowth on the inflow surface which is likely responsible for the valvular stenosis. Based on the available information and medical review, the cause of the reported event could not be conclusively determined. However, the valve had pledgets and pannus ingrowth over the sewing cuff that may have encroached into the inflow area, potentially interfering with blood flow and reducing the cusp opening area. If the cusp does not fully open, there is potential for stasis to occur on the outflow surface of the cusp and ultimately result in a thrombus formation. The presence of pledgets over the sewing cuff material may have resulted in a foreign body reaction that caused pannus ingrowth on the inflow region that may have contributed to this event, but this could not be conclusively determined. Based on all the available information there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 21mm epic supra valve was implanted in the patient. After the procedure, on (B)(6) 2024 a echocardiogram (ECG) showed normal functioning of the prosthesis with slight elevation of gradients (vmax 3.3m/s, gmax 43 gmed 23mmhg, without periprosthetic leaks. The patient was reported fine and got discharged on (B)(6) 2024. On (B)(6) 2024, a echocardiogram was conducted and the gradients were same with adequate opening and closing of its leaflets. On (B)(6) 2024, the patient reported with symptoms of exertional angina of 3 days duration which turned into rest angina on the afternoon of (B)(6) 2024. The ECG changes showed ischemia, elevation of troponins and patient transferred to intensive care unit (ICU) with nitroglycerin perfusion. Another ECG was conducted and showed an absolute restriction on the opening of the veils with a gradient average 90mmhg, a rapid atrial fibrillation, in the middle of a anxiety crisis, drop in low cardiac output and presents dissociation electromechanical. An advanced cardiopulmonary resuscitation (CPR) was started and the situation was reversed with 20 mg of adrenaline. The patient was intubated in the ICU, presented with a new electromechanical dissociation and veno-arterial extracorporeal membrane oxygenation (ECMO) was channeled and continued. During the explant procedure, there was evidence of absence of flow in the aorta and physician tried to re-operate but they could only explant the valve and they found unspecific tissue on the valve that made it impossible opening the leaflets. The prosthetic leaflets present a hardened material that macroscopically resembles the thrombosis by platelet aggregates that are observed in the acute obstructions of aortocoronary bypass. The patient was reported passed away. The cause of death was cardiogenic shock due to prosthetic aortic thrombosis.